Manufacturer narrative:
(B)(4). Placed distal to stent. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the previously implanted stents contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy and deployed stents during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the calcified and tortuous anatomy during retraction would have then led to the stent dislodgement. Additional non-surgical treatment was used to deploy dislodged stent in an unintended location. It should be noted the xience v instructions for use (IFU) states: although the safety and effectiveness of treating more than one vessel per coronary artery with xience v stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. In this case, the reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure. All sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that the patient was high risk with multi-vessel coronary disease requiring the prophylactic insertion and use of an intra-aortic balloon pump (iabp) prior to the start of the stenting procedure. The 2.5 x 8 xience v rx stent was inserted to treat the target lesion in the proximal left circumflex (plcx), but the xience was unable to pass through previously deployed stents and dislodged from the stent delivery system during removal from the patient, but remained on the guide wire. A 2.5 x 8 rx voyager was inserted and deployed the dislodged xience v stent in the unintended distal left main artery. The proximal circumflex target lesion was treated with balloon dilatation only using a 2.5 x 12 rx voyager. The first lesion that was treated during this procedure was the mid left circumflex artery with the 2.5 x 12 rx voyager for predilatation and a 2.5 x 12 xience was implanted. A 2.5 x 20 rx voyager was then used to predilate the mid left anterior descending (lad) artery and two 2.5 x 23 xience v rx stents were implanted. The 3.5 x 8 xience v rx was implanted in the mid left main artery with direct stenting. The 2.5 x 8 xience and the 3.0 x 8 xience were implanted in the bifurcation at the distal left main and the lad. The 2.5 x 8 xience was then inserted, but unable to cross. The last stent was the 4.0 x 8 xience in the ostium of the left main artery. The patient remained stable through out the procedure. The iabp was removed from the patient the next day and the patient was discharged. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Rx voyagers 2.5 x 12, 2.5 x 20, 2.5 x 8; guide wire: balance middle weight wire, whisper wire; stent: xience v rxs: 2.5 x 12, 2.5 x 23, 3.5 x 8, 2.5 x 8, 3.0 x 8, 4.0 x 8 the stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.